Manufacturer narrative:
Insulin pump was received with a constant blank flashing white light on the display followed by an unexpected intermittent beep alarm due to vertical cracked lcd controller. Unable to perform the self test, sleep current measurement, active current measurement, and the displacement test due to display anomaly. The pump was also received with minor scratched lcd window and serial number label missing. No cracks of the lcd window noted during physical inspection.

Event description:
The customer reported via phone call that the screen was blinking white and black and it alarms, blinks white sees black cracks. The customer's blood glucose value was 181 mg/dl. The insulin pump had cosmetic damage. Customer was advised the insulin pump will need to be replaced. Advised to discontinue use of the insulin pump and revert to a back-up plan. The insulin pump will be returned for analysis.